Manufacturer narrative:
Lot # - 17f011 and 17m035. Two single-use devices were received for evaluation. Visual inspection noted no signs of blockage or physical abnormalities that could have caused the reported issue. A functional flow rate test was performed, and the flow rate of the devices was found to be within specification. The reported condition was not verified. A batch review was conducted for lots 17f011 and 17m035 and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two (2) large volume folfusors did not flow during infusion. The events each involved a patient with no patient consequences. No additional information is available.